Event description:
A 3.5mm diameter x 18mm length endeavor mx2 drug-eluting coronary stent system was implanted into a pt for the treatment of a proximal circumflex lesion. During pre-procedural diagnostic, two lesions were found in the proximal lad and proximal circ. An endeavor 3.5 x 18mm was placed in the proximal crc. During inflation the stent moved a few mm more proximal closer to the ostium of the left main. An endeavor 3.0x9mm drug-eluting stent was place in the proximal lad (MDR#2953200-2008-00668). Kissing balloon technique was used to assure proper sizing. After further review it was found that the first endeavor drug-eluting stent (3.5 x 18mm) did not cover the entire lesion and a second 3.5 x 9mm endeavor stent (MDR#2953200-2008-00669) was placed distal first endeavor drug-eluting stent. All vessels were patent and a good angiographic result was achieved. It was reported that the pt was released from the hospital three days later. The pt complained of chest pain later that night and returned to the hospital. A second procedure showed positive thrombus in one vessel. The pt later died of cardiogenic shock.

Manufacturer narrative:
Eval results: (no films, operative or autopsy reports provided). (Subacute thrombosis). Conclusion: (no films, operative or autopsy reports provided).